Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use several bd vacutainer® single use holder were found with a molding defect as "the tops are missing as if they were cut off leaving a jagged edge. Top of one-use holder is missing. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective molding was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective molding was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.